Event description:
According to the information received, an end-user reported that a catheter was cut in half.

Manufacturer narrative:
The return of the device has been requested. It is unknown if the device is still available. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Based on the information received, there was no injury. There have been no other complaints to date for this lot number. Should the device or additional information be received, an addendum to this report will be filed.